Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the left anterior descending (lad) artery. Pre-dilatation was performed and a 3.0 x 33 mm xience xpedition stent was deployed at 16 atmospheres (atm). Post-angiography check revealed a dissection at the distal end of the stent. A xience prime was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.